Event description:
Right s1 radiculopathy. Information was received on 05-oct-2006, from an investigator sponsored study regarding an "unexpected, minor adverse study related event." In 2006, a female patient received an injection of 1.0 cc's of synvisc into the ipsilateral l5-s1 facet joint as part of her participation in a study entitled "efficacy and safety of intra-articular synvisc viscosupplementation in treating painful lumbar facet joint arthrosis." Within 24 hours after the injection, the patient experienced s1 radiculopathy, marked by new leg pain, a subtle decrease in the ankle jerk reflex, and positive dural tension signs without myotomal weakness. The patient notified the investigator of the leg pain, and the patient was asked to return to the office. Due to transportation hardship, the pt did not return to the office until 3 days later. An initial electrodiagnostic evaluation performed demonstrated a mild, acute right s1 radiculopathy due to neurapraxic injury of the right s1 nerve root. A subsequent lumbosacral MRI performed the next month did not reveal morphologic evidence of a new l5-s1 intervertebral disc herniation accounting for the s1 radiculopathy. A repeat, truncated electrodiagnostic evaluation revealed electrical evidence of a healing right s1 radiculopathy with complete resolution of the neurophysiologic dysfunction. The investigator stated that, "this improvement mirrored gradual and again complete resolution of the patient's new right s1 radicular pain. On the physical exam, the patient's dural tension signs had resolved as well. At the time of this report, the investigator stated that "the occurrence of the mild right s1 radiculopathy was consistent with chemical irritation of the right s1 nerve root as it resides adjacent to the right l-s1 facet joint. Although no extravasation of contrast dye was noted during the injection (and the injection was technically sound without deviation from protocol or standard facet joint injections), it was possible that a small amount of synvisc exuded from the joint onto or adjacent to the nearby s1 nerve root leading to a "chemical" radiculopathy. Additionally, the patient is diabetic and may be prone to such nerve root injury due to nerve root sorbitol ingestion and water influx which would constrict the nerve root within a non-expansile dural sheath." Manufacturer's comment" synvisc was used for an unapproved indication and the safety and effectiveness of synvisc for treating painful lumbar facet joint arthrosis has not been established.